Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the rash appears to have a contact dermatitis possibly to components of device or a drug rash. The patient took benadryl as needed. The patient stated there was no effective treatment for paresthesia. The patient also stated that the rash was is resolved and the paresthesia is ongoing. No further patient symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had a rash after they were implanted. The rash started out at the implant site and "prep". The patient stated that they thought it might have been prep but the rash had spread to his arms, sides, and down to his gluteal creases. The patient also reported feel the sensation of parethesia. The patient stated that the sensation was first in the distribution of the stimulation and felt like it was turn on just a little. The patient stated it felt like it was on all the time even when it was turned off. This occurred hours after the implant was turned off. No further complications were reported as a result of this event.